Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to program a correction bolus due to the correction bolus feature not being enabled. The customer's blood glucose level was not impacted. Tandem technical support verified through the pump's logs that the customer had not enabled this feature on their active profile and explained that if no correction factor is entered then the pump will not allow the correction bolus to deliver. The customer acknowledged this information and stated they would enter a correction factor at a later time.